Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, liver disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 04/10/2025. The device was returned to the manufacturer¿s product investigation for investigation. The manufacturer visually inspected the device. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Section g3 and h6 have been updated in this follow up report.